Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to have a worn enclosure, front cover, and line cord, as well as a cracked tank cover. Tank was filled with water, attached temp check, plugged in line cord, and turned on power switch. Water began to leak from bottom of cracked tank cover confirming the customer complaint. A crack in the tank cover was noted, with an unknown problem source.

Event description:
It was reported that the level 1 hotline low flow system (B)(4) was leaking water. No patient injury or complications were reported in relation to this event.